Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the feeder, a metal component located in the shaft, was damaged. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which could have occurred if the device was inserted/removed through the trocar with the feeder in the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device¿" the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process and inspection enhancements intended to further minimize the potential for this type of event to occur. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: laparoscopic bilateral superficial inguinal lymph node dissections. Medwatch report # (B)(4) received from the FDA via mail on 31oct2018. Clip applier from applied medical did not function. Used applier from a different company to complete the surgery. The device is available for return. The patient is a 69 year old 184 lb. Male, not hispanic/latino. Additional information was received via email on 24jan2019 account manager: I was unable to reach dr. []. I was unable to find out any of the details that were requested. Date of event: september 2018. Patient status: no patient injury occurred associated with the complaint event.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic bilateral superficial inguinal lymph node dissections. (B)(4) received from the FDA via mail on (B)(6) 2018. Clip applier from applied medical did not function. Used applier from a different company to complete the surgery. The device is available for return. The patient is a (B)(6) year old (B)(6) lb. Male, not hispanic/latino. Date of event: (B)(6) 2018. Patient status: no patient injury occurred associated with the complaint event.